Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On 03/01/2026, it was reported that the patient experienced a skin reaction with burning, redness, infection, pain/discomfort and warm to touch at the needle puncture site which occurred 1 day after the sensor had been inserted in the arm. The sensor was inserted (B)(6) 2026 at 11:35am, the patient called the health care professional (hcp) via tele consultant and diagnosed patient with cellulitis however since it was an area with a puncture wound, hcp recommended patient to go to an urgent care facility. On (B)(6) 2026 and the doctor and nurse practitioner confirmed it was cellulitis through physical examination. They gave her a shot of antibiotic rocephin 1gram via im and they gave her an unspecified cream for it and the patient needed to remove the sensor. At the time of the report, patient condition was unchanged. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.